Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosis in a mildly tortuous, concentric mid left anterior descending artery. The lesion was crossed with a balance middleweight guide wire and after pre-dilatation with a voyager nc balloon catheter; the 3.0 x 15 mm xience v stent was deployed at 14 atmospheres. The resulting flow (timi-3) was excellent with no residual stenosis or dissection. No post-dilatation was performed. The patient was discharged the next day, but passed away four days from the date of the procedure with no complications or symptoms. The cause of death is unknown. No additional information was provided.